Event description:
The customer reported the display was distorted.

Manufacturer narrative:
The customer reported the display was distorted. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.